Event description:
It was reported that the patient expired due to an unknown reasons. The date of the patient's demise is unknown. Reportedly, the device is not available for return.

Manufacturer narrative:
Device not returned.